Manufacturer narrative:
Follow-up #2 ¿ (08/07/2014), the lay user/patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (06/03/2014). Device evaluation: the test strips involved with this complaint have been returned and evaluated by lifescan product analysis on 05/28/2014 with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient in (B)(6) contacted lifescan to report the onetouch verio iq meter was giving inaccurately low readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2014 at 9:30 am, the patient obtained the blood glucose reading of 100 mg/dl on the reported meter, which she claimed was inaccurately low compared to a laboratory result obtained within 10 minutes. However, the patient was unable to provide the specific laboratory result. At that time, the patient experienced no symptoms of high or low blood glucose levels. Afterwards, during an hcp office visit, the patient was placed on an insulin regimen of novorapid insulin 4.0 units and insulastar (lantus) insulin 6.0 units. Troubleshooting revealed the patient¿s testing technique was correct and the test strips were in good condition and within opened expiration dating. The meter was replaced. The patient did not suffer an adverse event due to the reported meter. The patient suffered no symptoms and she received the treatment regimen based on the laboratory result. However, as the issue was not resolved, this complaint is being reported.